Event description:
It was reported that a patient had been on program #2 at 2.2 volts but "had not felt it." It was stated that one time his wife had been increasing his stimulation to 5 volts and "it had shocked him and now he was scared." Two weeks later, it was stated that the cause of the event was "patient's lack of understanding" and that "the patient had been reinstructed." It was also reported that the patient was still having concerns regarding his device/therapy, but was working with his company representative/healthcare provider (hcp) with an appointment noted for (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28, lot # va01dyb, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).